Event description:
It was reported that there was a broken weld on the handle weldment. There was no patient involvement. No adverse consequences were reported.

Manufacturer narrative:
Results: bracket.